Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she had an ¿incident¿ on the morning of the report and now wanted to see if she could turn stimulation up. The patient was able to increase stimulation from 4.6v to 4.9v on program 1. This was noted to be a sudden change.